Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the physician tested the lead in sterile saline prior to implanting and high or invalid impedances were observed. The physician decided to use a new lead, which had normal impedances, to implant.